Event description:
In 2008, customer reports female patient undergoing an endoscopy procedure when the system failed to provide fluoro. The physician did not require fluoro to complete the procedure, therefore, the procedure was completed with no further incident. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.